Manufacturer narrative:
Of the 16 allegations of a malfunction, 12 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to battery cap damage. During investigation for unrelated allegations, there were 165 additional issues relating to the battery cap being damaged. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 16 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-61 years of age and between 32 and 195 pounds. Of the reported patients, 9 were male, 6 were female, and 1 was unknown.

Manufacturer narrative:
Follow-up #1 date of submission 10/26/2016 - device evaluation: in q3 2016, there were 5 battery cap failures revealed during product investigation for unrelated allegations. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.